Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Upon release of the closure device, the closure device embolized from the laa. The closure device was removed via femoral vein access with a 16f precardiac sheath. The patient remained hospitalized as the patient was suffering from acute heart failure. Due to the prolonged hospitalization, the patient did not wake up in time after anesthesia and was kept for observation. No patient complications related to the procedure were reported.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Upon release of the closure device, the closure device embolized from the laa. The closure device was removed via femoral vein access with a 16f precardiac sheath. The patient remained hospitalized as the patient was suffering from acute heart failure. Due to the prolonged hospitalization, the patient did not wake up in time after anesthesia and was kept for observation. No patient complications related to the procedure were reported. It was further reported that the patient was discharged home ten days post procedure.